Event description:
It was reported that during advancement, resistance was felt with the non-abbott 6 french guiding catheter and the 4.0x12 rx vision stent delivery system (sds). The sds had not yet exited the guide catheter. The sds was withdrawn from the guide catheter and it was noted that the stent was pushed back and no longer between the markers but was still on the sds. Another vision sds was inserted through the same guide catheter without further incident. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other incidents for resistance with the guiding catheter or unstable stent reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.